Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) observed during analysis. A sudden drop in battery depletion was observed via review of diagnostics. The battery was sent to the manufacturer for further analysis. An internal short within the battery caused premature battery depletion.